Event description:
No additional information provided at this time.

Manufacturer narrative:
Additional information: corrected fields: b6. Investigation ¿ investigation is reopened due to additional information provided. The following allegations have been investigated. Vena cava (vc) perforation, fracture, unable to retrieve, migration and limited activity. The reported allegations have been further investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Unknown if the reported limited activity is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Occupation: non-healthcare professional (B)(4). This MDR was mistakenly submitted with manufacturing number for william cook (B)(4) (9680654-2019-00027) instead of manufacturing number for william cook europe. With the submission of this initial report, william cook europe informs that all future submissions regarding this complaint will be handled by william cook europe. Investigation is still in progress.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "[pt] received a cook celect filter on (B)(6) 2012". Additional information received on 05aug2019: patient allegedly received an implant on (B)(6) 2012 via the left common femoral vein due to a pulmonary embolism (pe) following an emergency hysterectomy. Patient is alleging vena cava perforation, fracture and device is unable to be retrieved. The patient further notes limited physical activity. (B)(6) 2012, implant report: ¿the cook celect filter was deployed with the upper aspect of the filter residing at a level just below the lowest renal vein inflow. Impression: successful placement of a removable cook celect filter into the infrarenal inferior vena cava.¿ (B)(6) 2013, CT of abdomen and pelvis: ¿ivc filter in situ.¿ per a CT (computed tomography) scan of the abdomen dated (B)(6) 2017, ¿ivc filter with the tip of the filter at the level of the bilateral renal veins. After further evaluation regarding the tines of the ivc filter, there are 3 extraluminal perforations seen involving an anterior, right lateral and left lateral tines, with discernible fat plane between the tines and the ivc wall. No filter tilt, definite migration, filter fracture identified" patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.